Event description:
Technical services received a call on 10/04/2011 from sales rep. Today they are implanting a 6996 mdt sub q array in which they are getting less than 20ohms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).